Event description:
A (B)(6) female pt had dental implants (2) placed on (B)(6) 2010. Pt had type ii quality bone and site of implant was tooth number 24. Implant failed prior to overdenture prosthetic restoration. Primary stability was achieved, osseointegration was not . At the time of implant failure there was swelling, bleeding and mobility. Clinician reported that biomechanical overload, inadequate bone quality and a worn denture were involved in implant failure. Implant became painful and exfoliated on its own.

Manufacturer narrative:
Implant failure as reported by the clinician appears to have been caused by inadequate bone quality and biomechanical overload and a worn denture. Device history record review and trending for similar events has not revealed any manufacturing defects.